Manufacturer narrative:
(B)(4): this report is for two unknown plates/unknown lots.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for two unknown plates.

Event description:
It was reported a patient complaint of pain and has prominent hardware on right medical femoral condyle. Patient was reported to have sustained multiple right lower extremity injuries. The initial injury was a right fracture that the patient underwent an open reduction internal fixation (orif) procedure for. The patient then reported to have drunk alcohol and sustained a periprosthetic fracture with revision to the orif. Reportedly the patient drank alcohol again and sustained a supracondylar femur fracture and was plated on the medial side using a medial distal tibia plate. Due the non-union and delayed healing the medial distal tibia plate and screws were removed from the distal femur, the plate and screws were not broken and no other hardware was implanted. It was reported the locking screws in the plate were not engaged in the plate which was also visible in the x-ray views. Only the medial distal tibia plate (the implant shown on distal femur) was removed and associated screws. No other hardware was removed from previous revisions since the implants were intact. An image reading of the 2 x-rays was conducted by a medical director from this manufacturer which reported: I can¿t verify the complaint narrative from the provided x-ray images. This report is for an unknown plate. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for a plate, part and lot number unknown. The original surgery date was unavailable and the revision surgery dates were quoted as approximate dates of (B)(6) 2004 and (B)(6) 2012. Only the medial distal pate and associated screws were explanted. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.